Event description:
It was reported that during a stenting treatment procedure, a stent dislodged. Vascular access was obtained via the groin. The 80-90% stenosed target lesion was located in the tortuous and moderately calcified iliac artery. During insertion of a 9.0x40x75cm express ld iliac stent delivery system (sds) resistance was encountered. As the express ld sds was advanced around the tight bend of the iliac artery resistance was again encountered, the stent came off of the balloon and slid backwards onto the catheter. While in the common iliac artery, the sds balloon was pulled back into the stent and deployed the device at the target lesion. The stent was well positioned and well apposed to the vessel wall. To complete the procedure, another express ld stent was implanted to cover the entire stenosis of the target lesion. No further patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodged. Vascular access was obtained via the groin. The 80-90% stenosed target lesion was located in the tortuous and moderately calcified iliac artery. During insertion of a 9.0x40x75cm express ld iliac stent delivery system (sds) resistance was encountered. As the express ld sds was advanced around the tight bend of the iliac artery resistance was again encountered, the stent came off of the balloon and slid backwards onto the catheter. While in the common iliac artery, the sds balloon was pulled back into the stent and deployed the device at the target lesion. The stent was well positioned and well apposed to the vessel wall. To complete the procedure, another express ld stent was implanted to cover the entire stenosis of the target lesion. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the stent was detached from the stent delivery system. The balloon was deflated but not correctly wrapped and clear stent crimp marks were noted on the balloon. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).